Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms during bolus and basal delivery. Blood glucose reached 230 mg/dl. Customer cleared the alarms and successfully resumed insulin delivery.